Event description:
It was reported that this pacemaker and right atrial (ra) lead had a spike in high out of range impedances greater than 2000 ohms with ring to can configuration, and the impedances were oversensed by the minute ventilation (mv) sensor triggering a signal artifact monitor episode that disabled the mv sensor. Subsequently, the device was explanted and replaced, and the lead was surgically capped and replaced. No additional adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.